Event description:
Physician reported capsular contracture, baker grade unknown, suspected rupture, implant seen with wavy margins, some scattered cysts all smaller than 1cm, and lymphadenopathies with multiple siliconomas. The device has been explanted.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of silicone migration, lymphadenopathy, capsular contracture and granuloma and are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphadenopathy, granuloma and capsular contracture (unknown baker grade).

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, rupture, silicone in the ipsilateral axillary cavity, wavy margins, enlarged lymph nodes, lymphadenopathies, and multiple siliconomas. Healthcare professional additionally reported cyst not related to the device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a; a4; b5; b6; d6b; h3.